Event description:
Download data from a (B)(6) female patient revealed multiple discharge profile faults and change profile faults. Zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, charge profile faults) was confirmed. Upon investigation resistor r45 was open on the monitor's c/a board. The cause for the open resistor was isolated to a damaged high-voltage capacitor c20 on the monitor defibrillator board. The positive terminal of c20 was broken free from the solder connection. The root cause for the damaged c20 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c20 capacitor. The patient received a replacement monitor.